Event description:
A peritoneal dialysis nurse has reported that dialysis solution is leaking out of a cassette and into the cycler. Nurse was training a pt and noticed a leak coming from the cycler. She noticed it was wet inside the cassette door. Pd rn reports that the pt has had no ill effects or antibiotics administered. Effluent has remained clear. Sample is available for evaluation.

Manufacturer narrative:
(B)(4)